Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered back-up mode following a cybersecurity upgrade. The patient was in stable condition. Additional information has been requested but has not yet been received.

Event description:
During follow-up, the device entered backup mode following a cybersecurity upgrade. Abbott technical support was contacted and the device was restored to normal function. The cybersecurity upgrade was successful and the patient was in stable condition.